Event description:
A customer contacted beckman coulter inc (bec) stating that there was a puddle of clenz (cleaner) under their unicel dxh 800 coulter cellular analysis system. There is an exposure control/risk management plan in place at facility. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the incident. No injury or exposure was reported. The customer was running controls and encountered incomplete differentials. There was no affect to patient results with regard to this event.

Manufacturer narrative:
A field service engineer (fse) went on-site the day of the event and observed that the flowcell sample line was disconnected at 'y' fitting. Fse cleaned fluid from the dxh base and replaced the flow sample line and collars. There was no further evidence of leaking. Repairs were verified as per established procedures. Results meet published performance specifications. The root cause of the leak was the flowcell sample line was disconnected at the 'y' fitting. (B)(4).